Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was getting an alert 113 (reduced wt water temperature control). Patient temperature was 31.4c, target temperature was 34c, flow rate was 2.9lpm, water temperature was 26.4c, and water level was 4. Nurse mentioned the device needed water and they filled the machine. The device then alerted 113 (reduced water temperature control). Nurse drained 500ml of water from right drain port and placed device in manual control at 40c but it was very slow to heat water. System hours were 7877, pump hours were 7423 and heater pump command (hpc) was 100 percentage. Mss checked salesforce records and they told them to send this device to biomed for heater to be checked out on (B)(6) 2022. Per follow-up via phone on (B)(6) 2022, it was stated that patient completed therapy on a different device with no issues. The nurse sent device down to biomed and had no details or information on status of the device. Per communication with biomed and tech support on (B)(6) 2022, biomed was sending the device in for 2k preventive maintenance service and repair. Per sample evaluation results received on (B)(6) 2022, it was noted that the hot side connection between the power inlet module and the main voltage circuit card shows signs of electrical overstress. Per patient data reviewed, there was a drop off in flow rate during therapy due to a faulty circulation pump. It was also noted that the double bend tube to the manifold and the chiller evaporator outlet l tube were expanded. It was stated that the tank seals were lifted.

Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided the device was evaluated upon receipt. The hot side connection between the power inlet module and the main voltage circuit card shows signs of electrical overstress. The ac main voltage card sn 52760433 and the power inlet module were replaced preventatively with a new ac main voltage circuit card sn 54273619 and a new power inlet module. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record could not required. Labeling review is not required because labeling could not have prevented this issue. Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the nurse was getting an alert 113 (reduced wt water temperature control). Patient temperature was 31.4c, target temperature was 34c, flow rate was 2.9lpm, water temperature was 26.4c, and water level was 4. Nurse mentioned the device needed water and they filled the machine. The device then alerted 113 (reduced water temperature control). Nurse drained 500ml of water from right drain port and placed device in manual control at 40c but it was very slow to heat water. System hours were 7877, pump hours were 7423 and heater pump command (hpc) was 100percentage. Mss checked salesforce records and they told them to send this device to biomed for heater to be checked out on (B)(6)2022. Per follow-up via phone on (B)(6)2022, it was stated that patient completed therapy on a different device with no issues. The nurse sent device down to biomed and had no details or information on status of the device. Per communication with biomed and tech support on(B)(6)2022, biomed was sending the device in for 2k preventive maintenance service and repair. Per sample evaluation results received on (B)(6)2022, it was noted that the hot side connection between the power inlet module and the main voltage circuit card shows signs of electrical overstress. Per patient data reviewed, there was a drop off in flow rate during therapy due to a faulty circulation pump. It was also noted that the double bend tube to the manifold and the chiller evaporator outlet l tube were expanded. It was stated that the tank seals were lifted.